Event description:
It was reported that this right atrial (ra) lead exhibited intermittent undersensing and functional loss of capture (loc). Technical services (ts) was consulted and discussed troubleshooting options. No adverse patient effects were reported. This ra lead remains in service.